Event description:
Lmt was informed that the therapy was interrupted during treatment. The patient has received a replacement device. No harm to the patient, the user or third parties was reported.

Event description:
In this case, löwenstein medical technology received the device listed here due to a problem with the blower and initiated an investigation into the incident. The manufacturer's enquiries about the incident reported that this device had failed at the patient's home on (B)(6) 2024. The users reported that the device had reportedly triggered an alarm in preparation for an upcoming therapy and did not allow the upcoming therapy to begin. The manufacturer has not received any information about harm from patients, users or third parties.